Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid and abdominal pain. On an unknown date, the patient was hospitalized due to catheter removal and was treated with vancomycin injection (1gm, discontinued) and ceftazidime injection (1gm, discontinued) for peritonitis. The patient was transferred to hemodialysis (twice a week). At the time of this report, the patient remained hospitalized for hd process however, the patient has recovered from the peritonitis event. Patient retraining on aseptic technique was not done yet. No additional information is available.